Event description:
Pt had removal of silicone gel breast implants due to capsular contractures. Pt also complains of joint pains. The right capsule was noted to be markedly adherent to the underlying chest wall. The implant was noted to be ruptured within the capsule. The left capsule was also markedly adherent to the chest wall. The implant was noted to be ruptured within the capsule and had complete separation of the gel and implant shell. Right and left implants weighed 255 gms and 256 gms. Two hundred seventy five cc saline implants were implanted and filled with 300 cc of saline.